Manufacturer narrative:
One sample was received after used conditions. The sample was visually inspected and revealed the sample was received without a white cap. No damage, kinks, cuts, occlusions was observed. To conduct functional testing the disposable was connected to a device to look for unusual function simulating the use of the device. Upon testing, the reported problem couldn't be duplicated as no specified problem was mentioned. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported a cassette was received in the investigation site. It's unknown if the event occurred while in use with patient, or if there was some harm or injury. The lot number is unknown. No adverse patient effects were reported by the customer.